Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low results. Customer does not have any symptoms and does not need to medical attention. Customer's expected results are 110-130mg/dl - fasting. Manufacturer's strip expiration date is 04/30/2018. Strips are storage correctly. Reviewed meter memory - (B)(6). The customer stated that she feels her meter is reading to low and is inaccurate in comparison to her husbands meter. She states her true result meter read 122mg/dl and his truetrack meter read 174mg/dl.